Event description:
It was reported that this pacemaker device exhibited a hight out of range pace impedance measurement greater than 3000 ohms on the right ventricular (rv) lead. The rv lead is not a boston scientific product. The physician indicated that with the patient-in-clinic, they were unable to recreate any noise or additional signals with pocket manipulation testing and there was appropriate capture observed. In addition, it was noted that there were two (2) previous signal artifact monitor (sam) episodes on the same day that were caused by what boston scientific technical services (ts) indicated appeared to be electromagnetic interference (emi) noise that was oversensed by the device. As a result, the minute ventilation (mv) sensor was automatically disabled by the device. Ts indicated that the single high out of rance rv pace impedance measurement appears to be due to a device header spring contact issue. Ts discussed with the physician that going forward, they should see daily impedance measurements within the specification range in the unipolar pacing configuration but if they should receive additional alerts for out of range impedance measurements, they should call ts back to discuss. Ts also provided guidance that they can consider programming the mv sensor back on, but it does not seem like the patient needs it. The products remain in-service. There were no patient symptoms or adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).